Manufacturer narrative:
This is the same event as 3010536692-2015-02034.

Event description:
Alleged, patient was revised due to mom complications: elevated blood ion levels, large pseudotumor, metallosis and severe pain and mobility (left)